Manufacturer narrative:
Device not returned to MFR for evaluation. In addition, no lot # was provided for further investigation.

Event description:
It was alleged that during removal of a cast located on the pt's leg, the pt received a cut to the leg. It was reported that the cut was described as a small contusion.